Event description:
Hosp reports that during hysteroscopy procedure, it was alleged that doctor laid an active light cable on pt drape. Light source was not set to standby mode. Dr noticed cable on drape, and took it off. Drape was burned and pt rec'd 2nd degree burn. No medical attention was necessary for burn, and pt condition after procedure was completed was good. No pt problems reported since date of procedure. No malfunction of cable reported.